Event description:
The customer reported the unit was not working. It is unknown if the unit was in clinical at the time the reported issue was discovered. It is unknown if there was harm to the patient or the user.

Manufacturer narrative:
Through follow-ups, customer indicated that they do not have any information regarding to patient involvement.